Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). No causes or potential causes of the customers reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked and chipped by the front left bottom corner, there was a counterfeit battery found in the device, and there was visible contamination by the l bracket pole clamp. A review of the event history log (ehl) identified depleted battery. There is nothing in ehl pertaining case cracked. During the functional testing was able to duplicate the reported issue and the physical damage was confirmed during the visual inspection. The root cause of the physical damage was due to impact to the pump and the customers use of unapproved/counterfeit components to repair their pumps. Replace battery. Performed power up and self-tests.

Event description:
It was reported that the pump's battery failed and the case was cracked. No patient injury was reported.